Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that on (B)(6) 2020, around 11:00 am a breathing tube was disconnected from patient, but the device did not generate any alarm and no one noticed it. The patient got bradycardia and spo2 decreased, then the patient died.

Event description:
It was reported that on (B)(6) 2020, around 11:00 am a breathing tube was disconnected from patient, but the device did not generate any alarm and no one noticed it. The patient got bradycardia and spo2 decreased, then the patient died.

Manufacturer narrative:
For the investigation the provided information and the logfile was analysed. It was stated that the issue happened on (B)(6) 2020 at about 11 am. According to the logfile, the following alarms were generated: at 11:29 am "paw-low" and at 11:30 am "apnea". Both alarms remained active until 11:49 am, then the suction button was pressed. In case the breathing tube is disconnected, the device will generate adequate alarms like "paw-low" or "apnea". Therefore it cannot be confirmed that the device did generate alarms pointing to a disconnected breathing tube. The device was tested and the audible alarming was found to be fine. The logfiles do not contain any device errors. The device alarmed in oder to inform the user about the ongoing situation. There is no indication that the device contributed to the patient outcome.